Event description:
During the device evaluation, the bending section adhesive was found to be peeling with exposed threads. In addition, the distal end was found to be detached. There was no patient involved.

Manufacturer narrative:
Based on the completed investigation, the root cause of the reported malfunctions could not be definitively determined. However, the issues are likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.